Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no defect was found at the level of the breakage. This kind of failure is consistent with an overload applied to the instrument during use. With the available information the origin of the overload cannot be determined. No deviation or non-conformance has been noted for this lot.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that "the drill bit broke while attempting to place the screws". No further details are known at this time.